Manufacturer narrative:
Batch review performed on 20 october 2020: lot 2000183: (B)(4) items manufactured and released on 10-mar-2020. Expiration date: 2025-02-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot. 1907360. Batch review performed on 20 october 2020: lot 1907360: (B)(4) items manufactured and released on 29-jan-2020. Expiration date: 2025-01-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar event reported.

Event description:
The patient came in, 1 month after primary surgery, due to signs of infection and the pathogen is unknown. The surgeon performed an I&d and revised the head and liner. The surgery was completed successfully.